Event description:
It was reported that a failure of lead insulation was observed. The threshold and pacing impedance increased. The lead was left in the patient, and a new lead was added.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.